Event description:
It was reported by the aci vascular closure specialist that a male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the center of the femoral head via a 7f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Peri-procedure the patient was anti-coagulated with heparin. Following the procedure, the cath lab manager who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured due to a heavily calcified vessel. Another device was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1318905) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.